Event description:
It was reported that during pre- testing, it was observed that the motor device had an e2 error code. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an electrical pin pushed back in the connector, which caused an e2 and e5 error. Therefore, the reported condition was confirmed. It was determined that a pushed in pin causes e-type errors. It was determined that the pushed in pin was a result of the connector body not being aligned with the console properly and forced in. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.